Manufacturer narrative:
Submitting a correction report to update the manufacture aware date. The initial stated the alert date was (B)(6) 2020 . Applied medical was originally notified of the adverse event on (B)(6) 2020 .

Event description:
Name of procedure: gallbladder laparoscopy. We had a problem with one of your medical devices, the extraction bag reference cd001. Indeed, the device did not contain the extraction bag during opening. It is in our possession at the pharmacy if you want to take it back. Additional information received by email and by phone from representative on 24june20 and 25june20: name of procedure being performed was a gallbladder laparoscopy. There was no consequence for the patient, the surgeon used a new applied device. Date of incident was 8june20. The metal supports were fully exposed upon deployment. The device was safely removed from the patient by the trocar. The device has been returned so no picture is available. The actuator was pressed forward towards the handles, then retracted. Patient status: there was no consequence for the patient. Type of intervention: the surgeon used a new applied device.

Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Visual inspection confirmed that the event unit was returned without the tissue bag. However, applied medical is unable to confirm that the event unit was distributed to the customer without the tissue bag. Although the exact root cause of the reported event could not be determined, the probability and criticality of harm resulting from this failure have been evaluated and were found to be at an acceptable level.

Event description:
Name of procedure: gallbladder laparoscopy we had a problem with one of your medical devices, the extraction bag reference (B)(4). Indeed, the device did not contain the extraction bag during opening. It is in our possession at the pharmacy if you want to take it back. Additional information received by email and by phone from representative on (B)(6)2020 and (B)(6)2020: name of procedure being performed was a gallbladder laparoscopy. There was no consequence for the patient, the surgeon used a new applied device. Date of incident was (B)(6)2020. The metal supports were fully exposed upon deployment. The device was safely removed from the patient by the trocar. The device has been returned so no picture is available. The actuator was pressed forward towards the handles, then retracted. Patient status: there was no consequence for the patient type of intervention: the surgeon used a new applied device.

Manufacturer narrative:
The event unit has returned for evaluation. A follow-up report will be provided upon completion of the investigation.

Event description:
Name of procedure: gallbladder laparoscopy we had a problem with one of your medical devices, the extraction bag reference (B)(4). Indeed, the device did not contain the extraction bag during opening. It is in our possession at the pharmacy if you want to take it back. Additional information received by email and by phone from representative on 24june20 and 25june20: name of procedure being performed was a gallbladder laparoscopy. There was no consequence for the patient, the surgeon used a new applied device. Date of incident was (B)(6) 2020. The metal supports were fully exposed upon deployment. The device was safely removed from the patient by the trocar. The device has been returned so no picture is available. The actuator was pressed forward towards the handles, then retracted. Patient status: there was no consequence for the patient. Type of intervention: the surgeon used a new applied device.